Event description:
Reporter alleged blood glucose measured 360 mg/dl back to back with a result of 112 mg/dl when testing was performed 10 minutes apart. Customer stated feeling low glucose symptoms at the time and had previous incidents when feeling low and self treating with food as a result. It was stated customer ate as a result of the comparison and felt better afterwards. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.